Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the irrigation connector was blocked in the hand piece during surgery. The product was replaced and surgery completed with no patient harm. Additional information and sample have been requested.

Manufacturer narrative:
(B)(4).

Event description:
The customer indicated that the irrigation connector was blocked during surgery when the surgeon wanted to unplug the connector ultrasound to plug it to the irrigation and aspiration. Additional information was requested; however, none has been provided to date.

Manufacturer narrative:
This is the first complaint reported for this finished goods lot. Review of the device history record indicates the order was built to specification. One cassette was returned for this complaint. The sample was visually inspected and it was found that the irrigation luer was detached from the manifold in the returned condition. The luer was not returned with the sample. There was evidence of solvent on the end of the aspiration tubing. The customer reported that the irrigation connector stayed blocked in handpiece; however, based on the visual inspection of the returned sample, it is most likely that the customer mean the aspiration luer stayed connected to the handpiece when the tubing was removed. The most likely root cause of this customer's complaint is insufficient solvent when the aspiration luer was connected to the aspiration tubing. Quality engineering materials has notified the supplier and sent the sample for further investigation. Quality assurance will continue to monitor customer complaints via the complaint review meetings and will take action for any future occurrences as is deemed necessary. (B)(4).